Event description:
Same case as MDR: 2134265-2014-00258; 2134265-2014-00352. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter in a percutaneous coronary intervention procedure. During the procedure, the physician attempted to perform pullback but automatic pullback failure occurred. Reconnection was made but the problem was not resolved. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).